Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 implantable cardioverter defibrillator (ICD), (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was hospitalized and during an x-ray procedure felt pain sensation on the right side. The right ventricular (rv) lead was suspected to have dislodged, and encountered no capture, low impedance, oversensing, and undersensing. The lead was turned off and remains in the patient. The patient was referred to another healthcare facility for further evaluation. No patient complications have been reported as a result of this event.